Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted a durom us acetabular component 54/48 n on an unknown date. The patient underwent a revision surgery on (B)(6) 2016 due to pain, dislocation and loosening. It also was reported "the ldh cup migrated around the ldh head causing limited rom. The patient had pain. The surgeon removed the head, sleeve, and acetabular component from the m/l taper stem."